Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5089210. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of clearlink system extension set was "melted or dissolved". This was identified after preparing etoposide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.